Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6).

Event description:
It was reported that the device was in need of preventive maintenance. Additional information provided on (B)(6) 2018 by the (B)(6) center stating that the device showed error code 200 ref 14 and identified a damage on the psu.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the device was sent to preventative maintenance and it was evaluated. During the tests, the device showed the error 200 ref 14. It was identified that there was damage on the psu. The board was replaced and functional tests and electrical safety test were performed. There were no divergences. Further, a review into the depuy synthes mitek complaints system revealed no similar complaints for this serialized device. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is not currently available.